Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 40 mg/dl and customer states blood glucose going low after drank two arizona and treated with food. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer states the drive support cap appears normal. Customer alleges insulin pump was over delivering because customer¿s total daily doses had started doubling and the bolus history was reflecting the incorrect bolus that they had entered. Customer had stored insulin pump without battery and all the history was wiped out. Customer reports programming was inaccurate. Customer reports was not worn during a medical procedure. Customer did not recall having motor error alarms around the time that these events occurred. The insulin pump will be returned for analysis.